Event description:
Pt was revised due to pain.

Manufacturer narrative:
Exam was not possible as no product was returned. A search of the complaint database did not find any add'l reports for the product code/lots provided. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.